Event description:
It was reported that the customer's insulin pump alarmed empty reservoir, but there was more than 100 units left in the reservoir. It was stated that the issue occurred twice in the past week. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the drive support disk was protruded. The device was unable to prime due to protruded/loose drive support disk. Unable to verify the empty reservoir alarm due to the prime anomaly.